Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Examination of returned device found no evidence of product non-conformance. Visual inspection of the device found damage around the locking feature. A conclusive root cause of the event could not be determined.

Event description:
During a reverse shoulder arthroplasty procedure, the bearing would not engage in the baseplate. Another bearing was used to complete the procedure after a five minute delay.